Manufacturer narrative:
At the completion of the clinical evaluation, clinical was unable to confirm the reported events of type ib endoleak and left side iliac sac growth with the medical images and records available for review. The left internal iliac coiling done on (B)(6) 2014 is confirmed, with no angiographic evidence of additional limb stents implantation procedure. Device, user, procedure, or anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be determined. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device codes - remove 1068, 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Another limb stent graft extension was implanted with the hypogastric coiled and to cover the left side approximately 9 months post initial procedure for a previously reported event. Approximately four (4) years post initial procedure, an expanding iliac aneurysm in the left common iliac was reported. An angiogram was preformed, and no leaks were identified. A retrograde fill from the right hypogastric to the left hypogastric (possible type 1b endoleak) was reported. The physician elected to coil the right hypogastric and implant two (2) additional limb stent grafts to treat the reported event. The patient was reported as doing well.